Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the egm. High threshold and low detection was also revealed. The physician capped the lead and implanted a new durata. The patient is in stable condition.